Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple photos were provided to our quality team for investigation. Upon review, an 40-o injector and tubing is visible within the photo, however, there is no visible damage or other defect that can be identified. A device history review was performed for reported lot 2308305, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Product undergoes a series of visual and functional evaluations throughout the manufacturing process, including verification that all critical dimensions are within specification. Testing results were reviewed for the reported lot and results were found to be acceptable. Retained samples of lot 2308305 were used for additional evaluation. All product was visually inspected, no defects were observed, product was verified to meet required specification. It is important to follow the instructions for use when securing the locking injector to ensure all luer connections are properly tightened before use. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported by customer that they had two drugs leak from the connection between the end of the tubing and the n-40 injector. Verbatim: we have had a few issues in the last weeks with some of the phaseal products and I wanted to run them by you to see if you have come across them before. We had two drugs leak from the connection between the end of the tubing and the n-40 injector - both were still connected tightly and spun freely. (One was a 250ml bag of carboplatin and the other was a walkmed 150ml ambulator pump bag which was noticed at the time of disconnect). The second event occurred on 5/3/24 and involved a walkmed ambulatory infusion pump with walkmed tubing and an n-40 injector. When patient returned to have pump disconnected after a 46hr infusion, rn noticed a buildup of powdery drug precipitate around the luer lock connection between the tubing and the n-40. Unsure how much was lost and whether hazardous drug was spilled onto patient during infusion. The tubing on the carboplatin and the gemcitabine was a b braun primary set #352636, lot 0061924868. The tubing on the fluorouracil ambulatory pump was a walkmed pump tubing # 202747, lot 21122502.

Event description:
Material # unknown lot # unknown it was reported by customer that they had two drugs leak from the connection between the end of the tubing and the n-40 injector. Verbatim: we have had a few issues in the last weeks with some of the phaseal products and I wanted to run them by you to see if you have come across them before. We had two drugs leak from the connection between the end of the tubing and the n-40 injector - both were still connected tightly and spun freely. (One was a 250ml bag of carboplatin and the other was a walkmed 150ml ambulator pump bag which was noticed at the time of disconnect). The second event occurred on (B)(6) 2024 and involved a walkmed ambulatory infusion pump with walkmed tubing and an n-40 injector. When patient returned to have pump disconnected after a 46hr infusion, rn noticed a buildup of powdery drug precipitate around the luer lock connection between the tubing and the n-40. Unsure how much was lost and whether hazardous drug was spilled onto patient during infusion.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative